Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient reported that an inaccuracy lead to them being hospitalized with a bg of 600 mg/dl. She stated that she initially believed the symptoms of hyperglycemia were being caused by joint capsule inflammation unrelated to their diabetes, but eventually experienced dizziness, palpitations, irregular breathing, increased urination, vomiting, and shaking. After being hospitalized, it was determined that the patient also had cystitis and they were treated with antibiotics, saline, insulin, and glucose to manage their diabetes. Per review of the complaint record, it is possible that the previously unknown infection contributed to, or exacerbated the reported inaccuracy and ensuing hospitalization. At the time of contact, the patient was doing good. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.